Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's clamping mechanism was deformed and the anvil was bowed. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur under the following conditions: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when the pulmonary artery was detached, the staple was severely bent and could not be anastomosed properly. The stapler fired then stopped firing. There was also an incomplete staple line distally. Replaced and opened a new set of product to complete the operation. There was no patient injury.